Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the blue inserting stylet broke off inside the catheter while prepping for insertion. The product was not used on a patient.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. The DHR review indicated that there was no quality issues associated with this failure mode. All dhrs are reviewed for accuracy prior to releasing the product lot. The sample was received for evaluation; it consisted of one palindrome catheter with one stylet within. The device presented signs of use. The sample came inside a generic plastic bag. Visual inspection was performed and it was observed that the catheter had a stylet inside. As part of the evaluation, the stylet was removed from the catheter; as a result it was observed that the stylet was broken near the connection of the stylet and lock ring, male luer. A magnified visual inspection of the breaking site revealed that there are marks of material failure due to stretching. The stylet goes through a 100% inspection during the process of placing the components in the corresponding product trays as per procedure and no force is applied to the stylet in these operations. Most likely, the stylet could have been damaged after being in use, it showed signs of use and manipulation. Based on the sample evaluation the returned guide wire was kinked, evidencing its usage and manipulation. Additionally, the returned sample and DHR were reviewed and no deviations related to this failure mode were found; therefore it can be concluded that the product was manufactured according to specifications. The most probable cause is related to needle obstruction with a piece of tissue during the guide wire insertion procedure. Evidence indicated that this defect could not be related to the manufacturing process. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.